Event description:
The customer reported that during an angiographic procedure the catheter burst outside the pt's body during an injection. Injector settings: 12 ml/sec for a total of 30 ml at 649 psi. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. A complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection the complaint was confirmed. The catheter has ruptured directly below the strain relief. Six markings consistent with those made by hemostats were identified on both sides of the catheter tubing. The markings were found approx 3.5 cm distal to the rupture below the strain relief. Three kinks were identified in the catheter tubing approx 7 cm distal to the rupture. An add'l six kinks were found 17.1, 18.9, 24.7, 35.4, 41.4, and 42.9 cm distal to the catheter rupture. Merit is unable to determine the exact root cause of the reported failure. Method - process eval.